Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a burning sensation at the pocket site 2 months ago. Reportedly, the ipg was functional at the time of this event. Surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model. Therapy was restored postoperatively thus resolving the issue.( reference MFR. Report 1627487-2018-10930 regarding inoperable ipg).